Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the swg (spring wire guide) unraveled.

Event description:
Customer complaint reported: "after inserting with the needle and moving the guidewire the dr. Tried to get the guidwire back trough the needle. Here is where the needle got stuck in the needle and couldn't be removed any more." No patient injury was reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned an introducer needle and guide wire assembly for evaluation. The guide wire was partially advanced within the advancer assembly and was unraveled. The components showed evidence of use in the form of dried blood. Visual examination revealed the guide wire is unraveled from the distal weld. The core wire distal j-bend was deformed and exposed out of the coil wire. The returned introducer needle showed evidence of use but no obvious defects or anomalies. Microscopic examination of the guide wire confirmed the core wire was also broken adjacent to the distal weld. The exposed distal core wire tip is tapered and discolored at the point of separation. Both welds were present and appeared full and spherical. The coil wire had signs of necking, indicating contact with sharps and excessive force potentially caused the event. The outside diameter of the guide wire was measured and was found to be within specification. The length could not be obtained as the guide wire was unraveled and lengthened. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire and introducer needle met all visual/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reported: "after inserting with the needle and moving the guidewire the dr. Tried to get the guidwire back trough the needle. Here is where the needle got stuck in the needle and couldn't be removed any more." No patient injury was reported. Patient condition reported as "fine".